Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. A 13 events were reported for this quarter. A 13 devices were received for evaluation. A 13 events were confirmed during testing. A 13 devices were found to be affected by disassembly and missing components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 13 malfunction events in which the device disassembled. Ten events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact. One event had no information received.